Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested the auto-off safety feature be turned off. Reportedly, the customer does not want to received an auto-off alarm when the pump has not been interacted with. There was no reported impact to customer's blood glucose level. Tandem technical support guided the customer through turning off the auto-off feature.